Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was reported as rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. Sent device evaluation: visual analysis of the returned device identified crease fold, wear abrasion, and opening on the anterior side. Weight measurement of the device identified device weight was within specification. A micro analysis was performed which identified a sharp crease opening. Based on the device analysis the final assessment was a sharp crease opening on the anterior side assessed as a fold flaw opening.

Event description:
Device has been explanted.